Event description:
Endo/gia reload covidien came off of the reload gun, after firing multiple pieces of green plastic were noticed in the patient's abdominal area. Surgeon removed tiny particles from abdomen.